Event description:
It was reported the patient never had therapeutic effect since they got the implant and they were still taking pills and had been in for programming adjustments. They had a shocking or jolting sensation that had subsided. The patient had a ¿great bulge sticking out of her neck¿ on the left side where the lead came down and it was ¿very unsightly.¿ they had that issue since the implant as well. It was noted to do sort of a ¿twang for a little while¿ and it would give the patient a little shock but that had seemed to subside a couple of months prior to report. They had wondered if it might not be connected and that was the reason it wasn¿t working. The deep brain stimulator (dbs) therapy hadn¿t worked for the patient and they kept getting adjusted but it was ¿just the same as before she went in.¿ no interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient had a lack of efficacy. She was told it could take 18 months to really get the therapy working. Follow-up from the healthcare provider (hcp) reported that the patient was doing well. The therapy was working with no side effects.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # va0jdss, implanted: (B)(6) 2014, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3387s-40, lot # va0jfuh, implanted: (B)(6) 2014, product type lead; product ID 3387s-40, lot # va0jdss, implanted: (B)(6) 2014, product type lead; product ID 3387s-40, lot # va0jfuh, implanted: (B)(6) 2014, product type lead. (B)(4).